Event description:
It was reported that they saw a 578 error code when trying to charge the stimulator in the box prior to surgery for implant on the day of the report. They attempted a second charge session then saw an end of service (eos)/end of life (eol) message. The 578 was a rare code and that the application bit was corrupted. Steps to try to resolve this were reviewed but still got the eos message on subsequent attempts to communicate with the stimulator. It was recommended not to implant and return it for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found a software or firmware anomaly.

Manufacturer narrative:
(B)(4).